Manufacturer narrative:
(B)(4). The screw was returned for evaluation. Macroscopic and optical examination of the set screw threads identified thread crest and flank damage. The damage appears to have initiated at the start of the thread, and is consistent around the thread; the type, location and nature of damage is consistent with set screw misuse due to misalignment of the mas head and set screw threads. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the set screw cross threaded during insertion and metal shavings came off of the screw. The screw was removed and a new screw was implanted. No patient complications were reported.